Event description:
Caller reports back to back testing to a professional meter while using the advantage system with results of 500 "something" mg/dl on customer's meter of 200 "something" mg/dl on professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.